Manufacturer narrative:
The manufacturer previously reported information alleging a circuit leak alarm and leaking from an exhalation valve occurred on a trilogy evo device. The problem did not improve after replacing the circuit nor connecting to a test bag. There were no problems reported with the patient's vital signs. On 3/7 the event occurred and at 16:00 the sales representative visited the patient's home and confirmed the issue. The representative replaced the device with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the leak from the exhalation valve was confirmed but the reproduction of the circuit leakage alarm was not observed. After checking the event log, the leakage error code was confirmed indicating that a circuit leak was recorded. The service technician states that the issue was caused by a blockage of the inline filter, and that the inline filter was replaced to resolve the issue. When the functional test was performed, the device failed testing due to the active exhalation control module. The proportional valve was replaced to resolve the initial test fail. The device went in for final testing and failed again. The service technician states that the flow sensor was replaced to address the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.

Event description:
The manufacturer received information alleging a circuit leak alarm and leaking from an exhalation valve occurred on a trilogy evo device. The problem did not improve after replacing the circuit nor connecting to a test bag. There were no problems reported with the patient's vital signs. On 3/7 the event occurred and at 16:00 the sales representative visited the patient's home and confirmed the issue. The representative replaced the device with the same model. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.